Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to communicate with their ipg using their patient controller. The patient stated they turned off the device prior to undergoing an unrelated surgical procedure and have since been unable to turn the device back on. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A4 patient weight added to the record.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.